Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following event of the under deployment of the iliac limb due to a lack of relevant medical records and imaging available for review. Whereas the under deployment of the iliac limb was unconfirmed, the reported use of co2 not contrast during the index procedure likely contributed to the delay in identification. The noted contrast allergy of the patient is a cautionary product use condition (inability to tolerate contrasted surveillance). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records and imaging available for review. The final patient status was reported to be well post successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: g1,2: contact office- name has been updated h6: result code: remove code 3221 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). 44 days post initial procedure, the limb of the main body (bifurcated stent graft) was reported to be under deployed. An intervention was completed. The physician elected to post dilate both limbs with kissing balloons. The intervention was successful and the patient is doing well.